Event description:
Kimberly-clark has received a complaint indicating that "when a physician released the dilator sheath to remove it, pieces of the dilator sheath stayed in place and needed to be retrieved". The physician indicated that the pieces did not enter into the stomach and were retrieved easily. There were no reports of any serious injuries. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The production history for this product code was reviewed finding no anomalies to be documented. Without a lot number, the device history record could not be reviewed. A sample will not be provided for evaluation. A supplemental report will be sent if additional information becomes available. Information from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.